Manufacturer narrative:
Concomitant medical products: product ID: 4574-53 lead, implanted: (B)(6) 2003. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted and replaced due to spike of the right ventricular (rv) defibrillation coil impedance. It was indicated that reprogramming had been performed to turn off the svc coil at some point in time. During the revision procedure, the helix was not able to be retracted. The physician used a locking stylet and laser to remove the lead. No patient complications have been reported as a result of this event.